Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 40 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.